Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The clinical risk evaluation performed on the health hazard assessment for the monopolar curve scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. This complaint is being reported due to the following conclusion: the patient underwent an x-ray after the tube extension of monopolar curved scissors (mcs) instrument was found to be cracked under the mcs tip cover accessory.

Event description:
On (B)(6) 2014, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following description: when the surgeon removed the robotic monopolar curved scissors through a trocar during a robotic assisted laparoscopic supracervical hysterectomy, the orange insulated part of scissors was cracked inside the scissor tip cover. An x-ray taken was negative for retained foreign body. On (B)(6) 2014, isi contacted the initial reporter of this complaint. According to the initial reporter, the x-ray was performed to make sure there were no fragments that fell into patient and were retained. The x-ray was negative and no post-operative complications were reported.